Manufacturer narrative:
Additional suspect medical device component involved in the event: model number/catalog number: sc-2317-70. Serial number: (B)(6). Batch/lot number: (B)(6). Model/catalog description: infinion cx lead kit, 70cm. Unique identifier (UDI): (B)(4).

Event description:
It was reported that the spinal cord stimulation (scs) leads displayed high impedances. The patient underwent a procedure where the leads were removed and replaced. Post operatively, the patient's device was successfully programmed. The explanted leads will not be returned as they were retained by the patient.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model number/catalog number: sc-2317-70. Serial number: (B)(6). Batch/lot number: 7078891. Model/catalog description: infinion cx lead kit, 70cm. Unique identifier (UDI): (B)(4).

Event description:
It was reported that the spinal cord stimulation (scs) leads displayed high impedances. The patient underwent a procedure where the leads were removed and replaced. Post operatively, the patient's device was successfully programmed. The explanted leads will not be returned as they were retained by the patient.